Event description:
(B)(4).

Manufacturer narrative:
Hard drive rebuilding is a normal function of a raid array. The message about being unable to rebuild merely indicates that one of the redundant drives has failed. Awaiting requested device for repair and failure investigation regarding the additionally described failure modes.